Event description:
It was reported that prior to starting a da vinci si surgical procedure, the surgical staff allegedly noticed that the pk dissecting forceps instrument had a broken wire at the distal end. The reported issue was found during set up and the instrument was not used in the planned procedure. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation results confirmed the alleged issue of a broken wire. One conductor wire was found to be broken at the yaw pulley exit. The wire was detached from its connection at the grip. The instrument failed electrical continuity testing. The yaw pulley did not show any signs of arcing. Engineering evaluation also noted that the yaw pulley was missing a .179 x .056 piece opposite the conductor break, allowing the grip to move within the pulley and have a larger range of motion in yaw. Engineering evaluation was unable to determine how the piece of yaw pulley broke. On (B)(4) 2013, isi contacted the initial reporter of this complaint and verified that no fragments were reported to have fallen. In addition, the initial reporter denied that any patients were harmed or injured because of the reported issue.